Event description:
Customer called the report meter is reading high, then low. Unsure of the readings. Analysis run on consensus error grid using mean reading (287) as a reference point vc. Bd readings (139,435) yielded some data points in the c range of the grid, outside acceptable limits.